Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right ventricular lead exhibited high threshold and was explanted after an unsuccessful attempt to reposition the lead. The patient was fine post-procedure.